Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 28, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 3, 2023.

Event description:
Per the clinic, the patient experienced pain with the device. The patient was treated with antibiotics and steroid (specific type, date and duration not reported); however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 26, 2023.